Manufacturer narrative:
Patient information is unknown. Additional product code: lxh. (B)(4) lot unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a dural tear occurred during a transforaminal lumbar interbody fusion (tlif) surgery from l3-l4 on (B)(6) 2016. It is unknown what medical intervention was used to treat the dural tear. The implant was used and procedure was successfully completed. A fifteen (15) minutes surgical delay was noted. Reportedly, patient is doing fine post-operatively. The applicator inner shaft is bigger and wider than the implant which the surgeon felt may have contributed to the dural tear. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.